Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It is likely the calcified tortuosity and the multiple attempts to advance contributed to the separation of the needle tip. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event/procedure will be estimated as (B)(6) 2024. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the procedure was to treat a calcified lesion in the left anterior descending artery. The bmw universal ii guide wire was advanced however resistance was met due to the anatomy; the physician was repeatedly pushing the guide wire forward however it separated. The separated portion was then embedded in the vessel by a stent. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.